Manufacturer narrative:
(B)(4). The sample was returned for evaluation. It was observed that the unit was received without the 15mm connector. Visual examination revealed that the et tube appeared to have been sterilized as the cuff material was damaged and stuck to itself. Adhesive residue was present on the tube near the 29cm marker band indicating that the product had been used. No other defects were observed. An attempt to perform a functional inflation test was made; however, the cuff material was damaged and could not be inflated using typical force. The reported complaint that the et tube leaked after 24 hours of use could not be confirmed based upon the sample received. The returned sample had a damaged cuff that appeared to be the result of sterilization. Functional testing was attempted, but could not be performed based upon the condition of the sample. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore, a defect of this type would be detected prior to release. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. A potential cause of this complaint issue could not be determined as the sample received could not be functionally tested.

Event description:
The customer alleges that the balloon of the device leaked during use. The device was in place for 24 hours or less and triggered the alarm on the ventilator. The device was removed and successfully replaced with another endotracheal tube. No patient harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to the lack of the device sample to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitoring trending on similar complaints.

Event description:
The customer alleges that the balloon of the device leaked during use. The device was in place for 24 hours or less and triggered the alarm on the ventilator. The device was removed and successfully replaced with another endotracheal tube. No patient harm reported.